Manufacturer narrative:
The device was returned to olympus for inspection, and the reported event was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: scope cover has stain. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope exhibited a white chemical film found on scope during reprocessing. There was no patient involvement.